Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8100 lvp display board was replaced because of the incorrect value on the decimal point. There was no reported patient involvement.